Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge door would not open even after the reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). Upon investigation of the actual device used in this incident, it was determined that the fridge door would not open. A field service engineer located the unit with the failed remote manager. Initially, the station showed no failures, but the remote manager failed on the second try. The station was shut down and the latch assembly was removed. The mini switch contacts were cleaned and re-crimped the wiring harness connectors and then restarted. The remote manager was successfully recovered and tested multiple times with no problems or failures. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.